Event description:
Procedure: laparoscopic gastrectomy. Pt sex: unk. According to the reporter: initially, the procedure was completed without problems. The surgeon then used a smaller type of staple upon determining that the remaining stomach tissue was thinner. The transection was completed and a visual verification of the closure revealed no sign of leakage. Twenty four hours post-op the pt reportedly had symptoms of peritonitis. The pt was returned to the or and underwent an open procedure to source the leak. It was determined that the staple line made with the second sulu was open, but the first staple line was secure and intact. The surgeon oversewed the area that was open and the pt went to ICU. According to the report, there was no loss of blood, the add'l surgical time spent in the or is approx 2 hours, and the pt is fine.

Manufacturer narrative:
.